Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: head, catalog#: unk, lot#: unk, cup, catalog#: unk, lot#: unk, liner, catalog#: unk lot#: unk, m/l taper kinectiv neck, catalog#: unk lot#: unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07046, 0001822565-2017-07048, 0001822565-2017-07049, 0001822565-2017-07985.

Event description:
It was reported that the patient has undergone approximately four (4) unknown procedures and/or debridements due to continuing infection and pain, and recurrent dislocation. No further information provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as infection was greater than one year post-implantation. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown head, unknown; unknown, unknown cup, unknown; unknown, unknown liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07046, 0001822565 - 2017 - 07048, 0001822565 - 2017 - 07049. Product location unknown.

Event description:
It was reported patient underwent hip revision due to infection.